Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that atrial lead perforation was noted post implant procedure. Lead currently remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The returned follow-up data was inspected, indicating no anomalies. Please note, this data does not provide any information as to why wandless telemetry was temporarily unavailable. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations and perforation. The analysis of the devices would be necessary to determine the root cause. Should additional information or the devices become available for analysis, the investigation will be updated.

Event description:
It was reported that atrial lead perforation was noted post implant procedure. Lead currently remains implanted. Should additional information be received this file will be updated.